Manufacturer narrative:
Concomitant medical product: 5076-45 lead implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was "bad". The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.